Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding an unknown patient receiving an unknown drug. The indication for use was unknown. On (B)(6) 2016 the rep was notified that a motor stall occurred on (B)(6) 2016. Further follow up was done to determine the patient's information, drug information, device information, if the patient had symptoms, the cause of the motor stall, if troubleshooting or any actions/interventions were required, and if the event resolved. On (B)(6) 2016 the rep reported that looked through the hcp's programmer and there was no longer a pump on the programmer with a motor stall and the records no longer went all the way back to (B)(6) 2016. No one at the office could remember any specifics regarding the patient that the motor stall occurred on.